Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an upgrade procedure the patient's heart rate dropped to 40 bpm. The pulse generator was explanted and replaced successfully. The patient did not experience and adverse consequence.